Event description:
During an in-clinic follow-up, episodes of far-field p-wave oversensing were observed on the device. Provocative testing was performed; however, the oversensing could not be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.